Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the following: due to a cut on coupled charging device (ccd) cable, image noise occurs and an image cannot be displayed; due to damage on ccd unit, the monitor shows a black screen with no image (it may return to normal at times); because electrical contact of video plug section is shaved, image noise occurs and an image cannot be displayed; bending section cover or distal sheath rubber has a scratch; bending section cover or distal sheath rubber has a chip; due to damage on forceps elevator lever(surgery part), bending section cannot be fixed firmly; video connector has a scratch; video connector case has a scratch; light guide cover glass has a scratch; light guide connector has a scratch; right left lever has a scratch; angulation lever has a scratch; switch1 has discoloration; universal cord has a scratch; universal cord has discoloration; and grip has a scratch; control unit has a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the endoeye flex deflectable videoscope, horizontal noise appears in the image. The issue occurred at unknown event. The procedure was unknown. There were no reports of patient or user harm associated with this event. Inspection and testing of the returned device found that the screen becomes black and no image appears due to damage to the imaging unit. This medical device report (MDR) is being submitted to capture the reportable malfunctions found during the evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the image disruption was due to stress of repeated use, external factors or handling of the device, the image sensor unit was damaged such as disconnection or a part mounted on the electrical circuit board such as integrated circuit chips and capacitors was broke. The event can be detected/prevented by following the instructions for use which state: ¿instructions, operation manual chapter 3 ¿preparation and inspection¿ section 3.8 ¿inspection of the endoscopic system¿ describes how to inspect for the subject events 1 and 2 as below. ¦ inspection of the endoscopic image confirm that the wli and nbi endoscopic images are normal. 1 before inspection, wipe the objective lens using clean lint-free cloths moistened with saline solution or sterilized water. 2 observe the palm of your hand in the wli and nbi endoscopic images. 3 confirm that light is output from the endoscope¿s distal end. 4 adjust the brightness level as appropriate. 5 confirm that the wli and nbi endoscopic images are free from noise, blur, fog, or other irregularities. 6 turn the angulation control levers slowly in each direction until it stops. 7 confirm that the wli and nbi endoscopic images do not momentarily disappear or display any other irregularities.¿ olympus will continue to monitor field performance for this device.